Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge failed to recover. A field service engineer inspected and found that the remote manager's enclosure was misaligned and realigned to its proper position, allowing the remote to recover successfully. The user inventoried some medications in the refrigerator. The latch was adjusted, connectors were crimped, and all connections were reseated. The hardware test application was used to run diagnostics, and all tests passed within specifications. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager refrigerator failed to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.